Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, acute thrombosis occurred. The initial procedure was emergent due to myocardial infarction (mi). The 99% stenosed target lesion was in the mid left anterior descending artery (lad). The lesion was not predilated. A 3.0x28mm taxus express2 drug eluting stent (des) was implanted. The pt was given 300mg plavix and 100mg bay aspirin before the procedure. One hour following the procedure, the pt experienced chest pain and st-segment elevation. Acute in-stent thrombosis was discovered. The thrombosis was aspirated with an unspecified type of aspiration catheter and dilated with a balloon. Flow improved to timi 3. An intraortic balloon pump (iabp) and "pcps" were inserted to treat mild heart failure. The following day, a 2.5x18mm non-bsc des, a 2.5x23mm non-bsc des, and a non-bsc des 2.5x28mm were implanted to treat the target lesions in the right coronary artery (rca). The 3 non-bsc des overlap. Two days later, pcps was removed with the iabp removed the following day. There were no add'l pt complications reported. The pt is currently considered "recovered", but remains hospitalized to complete rehabilitation. The pt is projected to be discharged within 2-3 weeks.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the mfg record for this particular top assembly batch number found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the thorough evaluation conducted and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication.